Event description:
The customer reported failed carryover test due to the sample pipettor involving the unicel® dxi 800 access® immunoassay system. The customer indicated the carryover test failed due to a baseline relative light units (rlus) of >9,000. The customer repeated the carryover test the following day, and it failed twice due to the sample pipettor. The customer stated patient results were not impacted and quality control (qc) had been recovering within range. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the sample pipettor and confirmed all system verifications passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Pipettor. In conclusion, the sample pipettor is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.